Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01465. It was reported that the patient was experiencing memory loss and lost control of their bowel movements. As a result, the patient was admitted to the hospital for dehydration and was given antibiotics. Patient remained hospitalized for approximately one week. The physician has stated that they do not believe these symptoms are related to the scs system. The issue has been resolved and the patient has effective therapy.